Event description:
A discrepancy problem in blood liters processed with the software revision 3.33.3. An example was explained by the chief nephrologist to a gambro clinical nurse specialist (rn): by calculation: 2.5 hours treatment or 150 minutes at pump speed of 450 cc/min the liters processed should be 67.5; the phoenix: 2.5 hours or 150 minutes of treatment and also dialysis treatment, pump speed of 450 cc/min with a compensated blood flow of 450 to 400 cc/min, arterial pressures of -180 to -200 mmhg, liters processed: 77.9. No alarms occurred during treatment.